Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity was 13%. Moreover, the physician reported a battery depletion (bd) alert was displayed. There is no evidence to suggest that a request was made to have data from this device analyzed to confirm the premature battery depletion (pbd) observation. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.